Event description:
Information received indicated the siderail will not latch.

Manufacturer narrative:
The hill-rom technician found a "wire" blocking the siderail latch. He removed the wire and to resolve the issue.